Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 17 mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe was broken when the probe received a load. The error occurred due to the cracks. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic proctectomy, more than one device was used. The probe of the first device broke off and fell into the patient. The probe fragment was retrieved. The user exchanged it with the 2nd device and continued the procedure. However, the ptfe pad of the 2nd device was severely worn. The procedure was completed with the 3rd device. During the procedure, probe damage error occurred. It was reported that when the user cleaned the probe of the third device after completing the procedure, the probe was broken. There was no patient injury reported. This MDR is regarding the first one of three devices. As a result of evaluation of omsc on march 7, 2017, omsc confirmed that the probe was broken and the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the probe breaking of the first one.